Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of this phenomenon could not be conclusively determined, however there was the possibility that this phenomenon was attributed to the damage of the electrical circuit for sdi due to the static electricity, the accidental failure of the sdi component, and/or the failure of the sdi component by other influence such as the noise.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented. Original submission was (B)(6) 2020 and deleted by FDA due to transmission issues. Ref. (B)(4).

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the endoscopic image output from the hd-sdi out 1 terminal of the subject device disappeared. There was no report of patient injury associated with the event.